Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015 . The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the customer complaint incident was confirmed and duplicated. The failure analysis investigation identified the touchscreen lcd was physically damaged. Based on the complaint description a possible root cause of the cracked lcd could be attributed to the cam02 monitor being dropped. The cracked screen was replaced. The monitor completed unit calibration and passed all monitor functional tests. DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2013 ¿ jul. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. During the time period ¿aug 2014 to aug 2015¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold per cam02 monitor customer to calculate the quantity of usages. One catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints ((B)(4)) over the review period with the key word identified in the complaint review can therefore be calculated as (B)(4) of procedures. Conclusion: the failure analysis investigation identified the touchscreen lcd was physically damaged. Based on the complaint description a possible root cause of the cracked lcd could be attributed to the cam02 monitor being dropped.

Event description:
This is the first of four reports (same patient, same incident). The ip2p kit (cc1p1 catheter(measure oxygen and temp) and ip2 bolt) along with the 1104l catheter (measures icp) was used/implanted in the patient. The 1104l was connected to the cam02 monitor and the cc1p1 catheter from the ip2p kit was connected to the ac31 licox monitor. The cam02 monitor was having touchscreen issues. The ac31 licox monitor turned off. It was then decided to remove the entire ip2p (ip2 bolt and cc1p1 catheter) along with the 1104l catheter and it was replaced with just the 1104b camino parenchymal icp catheter. The 1104b was connected to the same cam02 monitor and everything worked. The cam02 monitor was still able to show the icp readings and waveform however, the following day, the cam02 monitor continued to have touchscreen issues. They continued to monitor the patient with the 1104b catheter and cam02 monitor despite the touchscreen issues. There was no patient injury reported. During inspection of the cam02 by the sales representative, it was found that there were multiple cracks on the cam02 screen that could have been the result of a drop. During inspection of the (B)(4) by the sales representative, it turned on and operated as expected. Additional information has been requested.